Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet after disconnecting from the pump and showering, while the sensor continued to display on the dexcom mobile app; the patient re-established connectivity with standard troubleshooting steps on the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included customer support troubleshooting and user education focused on cgm-to-ilet communication and bluetooth pairing. Investigation of this case revealed a transient communication interruption between the cgm and the ilet user interface consistent with signal loss, with no hardware malfunction identified and successful resolution after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and environmental factors related to showering and temporary disconnection, resulting in loss of bluetooth communication that resolved with standard reconnection steps.